Manufacturer narrative:
The reason for this complaint was to report , " the surgeon was drilling at an incorrect angle and the drill bit snapped. When trying to retrieve it the surgeon just managed to push it in farther. Left in patient." The incident did cause a 30 mininut delay in surgery and a significant adverse event was noted, however, there was another suitable device available, the surgery was completed as intended and the instrument was inspected prior to surgery and was found to be acceptable. The instrument revision level or lot number was not reported therefore a review of the device history record (DHR) was not performed or the time in service could not be determined with confidence. A complaint database review showed previous complaints but there were no indications that this instrument has a design or material deficiency. Summary of complaints: 12 dull/worn, 25 mixed product/label, 1 bent, 21 broke/cracked/damaged, 1 device cracked/broke, 10 end of life, 11 blank. Surgical instruments condition can be determined while being used for its intended purpose. The replacement of surgical instruments due to normal wear and tear does not indicate a product deficiency, failure or issue. This event is attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction or issue. There are no indications that this instrument has a design or material deficiency therefore no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue.

Event description:
Instrument failure - the surgeon was drilling at an incorrect angle and the drill bit snapped. When trying to retrieve it the surgeon just managed to push it in farther. Left in patient.